Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter phone: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the checks showed that the device was not opening and therapy pca part was defective. The defective therapy pca part needs to be replaced with a new one according to the failure detection. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.